Event description:
The manufacturer received info alleging a pressure alarm was not working. There was no report of pt harm or injury. The device has yet to be returned to the manufacturer for eval. A follow up report will be submitted when the manufacturer has completed the investigation.